Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head detached while in use- oral b power care [device breakage]. Case narrative: relative/friend via email stated that brush head detached while in use in their wife's mouth. No injury was reported.